Event description:
It was reported the only info was that the stapler was being used in stapled prostatectomy. Stapler failed to fire. New stapler deployed which worked as per requirements. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the 6cb45 device was rec'd with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with no damage to the spring cartridge lockout. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the left shroud pinion axle support were found damaged. No functional test could be performed due to the condition of the device.